Event description:
It was reported that the patient presented in the emergency room after receiving a vibratory alert on the device. During device interrogation the device was noted to have gone into back up vvi mode. Additionally, premature battery was suspected and the device was explanted and replaced. The procedure was successfully completed without adverse consequences for the patient before,during or after the procedure.

Manufacturer narrative:
The reported event of device in backup vvi mode was confirmed via review of device image and was due to power-on reset (por) while charging for a capacitor maintenance. Device was tested on bench and no anomalies were observed. The cause of the reset was not conclusively determined.